Event description:
A male patient with a history of hypertension, diabetes (insulin dependant), and previous pci was admitted for coronary evaluation. Angiography revealed an in-stent stenosis of a previously placed cypher stent in the mid/distal left anterior descending artery lad. An additional 2.5 x 33mm cypher stent was implanted to treat the restenosis. Approximately 9-12 months later, the patient had returned for angiography, which revealed restenosis of the cypher stents in the mid/distal lad.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.